Event description:
User facility reported that the device was placed in use with pt for administration of anesthesia during labor. During administration of a dose through the system, blockage was detected. The user facility attempted to remove the catheter from pt use but could not. After delivery, the pt was transferred to operative unit of the facility. The system could not be removed by hand; as a result, the system was removed surgically. Upon removal, the distal end of the catheter was noted to have "knotted" within the body after implant. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.